Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis cylinder and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, and leak tested. Under microscope observation, contamination of bodily fluid was found within the pump. The pump passed the leakage test. The pump was not functionally tested due to the contamination. The cylinder was visually inspected, and leak tested. The cylinder had a hole and leak due to fatigue in the proximal end of the cylinder. Based on the information available and analysis results, analysis was not able to confirm the reported tubing hole, although the identified hole in cylinder could lead to device mechanical issue. Therefore, the cause of the event was traced to a component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder and pump replaced due to a crack in the tubing. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder and pump replaced due to a crack in the tubing. No patient complications were reported.